Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va06ydz, implanted: 2013-(B)(6), product type lead, product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported the patient¿s retention symptoms were being treated, but they thought it would work better and faster than it was. The patient felt stimulation and it was ¿somewhat¿ controlling their symptoms. The patient was concerned because they thought they had ¿16 wires with only 4-5 working.¿ it was unclear what this was referring to. The patient confirmed only having one lead. It was reaffirmed that stimulation was working, just not as fast as they would like. Additional information has been requested, a follow up report will be sent if additional information is received.